Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient noticed her stimulation was turning on and off randomly in (B)(6). Reprogramming was done and it was fine then. The patient reported the random stimulation started back up again a few days ago. Impedances were done and were normal. The patient was reporting the random stimulation was more so on the left leg program, which also covered her back as well. The patient was seen on the day of the report. The device was again reprogrammed to a different group. Palpation was done at the stimulator and lead/extension junction and the random stimulation on/off could not be reproduced. The patient also walked around/bent down and this also did not produce the random stimulation either. The patient was sent home with instructions to track the on/off stimulation occurrences. It was further reported that the reprogramming seemed to resolve the issue. The patient was asked to call the clinic back if the problem persisted.